Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple suction breaks half way through procedure, incomplete flap in the unknown eye of a patient, during lasik surgery. There are multiple related reports for this reported event. This report addresses unknown patient (multiple), unknown eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company representative (did not) confirm nor replicate anything that would have contributed the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The root cause of the reported event cannot be conclusively determined, based upon the information provided. The manufacturer internal reference number is:(B)(4).